Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
A (B)(6) patient experienced vaginal mesh exposure after altis procedure. Date of procedure : (B)(6) 2017; date of onset event : (B)(6) 2017. Description of the event : symptomatic vaginal exposure : more than 1 cm of vaginal epithelial separation. Vaginal pain when coughing and sneezing. Treatment : revision of the altis sling (total removal on (B)(6) 2018). A new altis implantation was planned on (B)(6) 2018. Status of the event : on going according the investigator, the event is related to the procedure.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information, explant date, and the conclusion of the investigation. The device is not available for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of exposure and pain, quality accepts the physician's observations. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 5594506. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.

Event description:
The site informed coloplast that the status of the event is resolved on (B)(6) 2018.